Manufacturer narrative:
(B)(4). The investigation revealed that they were unable to duplicate the problem. However, after replacing hand switch and footswitch, the system has been monitored on site for a couple of days and the issue did not recur. The field service engineer check in with the customer and everything was fine.

Event description:
The customer said that the system did fluoro alone (one time).